Manufacturer narrative:
Tandem clinical diabetes specialist reported on 06/14/2017 that the customer's healthcare provider adjusted the pump settings due to the low bg and requested the customer continue to use the tandem pump. Tandem technical support assisted the customer with loading the pump and insulin delivery was resumed on (B)(6) 2017. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels ranging from 20-22 mg/dl. The customer believed that the suspected cause may have been due to being out in the sun. The customer consumed a soda and crackers to stabilize bg levels. The customer reported that their subsequent bg level was 123 mg/dl, which the customer still considered low. The customer required the assistance of a family member to bring them food and called the paramedics. The customer reported that they did not go to the hospital. Additionally, it was reported that the pump reset unexpectedly. The customer loaded a new cartridge onto the pump. The customer thought the pump was "mis-delivering" and had lost confidence in the pump. The customer reverted to a non-tandem pump for insulin therapy. The customer's blood glucose level ranged from 92 to 107 at the time the customer had disconnected.